Manufacturer narrative:
The concentrator has not been returned, however,the description appears to be consistent with a failure mode that has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. Invacare has requested the device be returned and is continuing to attempt to obtain more information. A follow up will be filed when more information is received.

Event description:
The end-user's wife reported to the dealer that the back of the concentrator blew apart. She stated she saw flames coming from inside concentrator. Allegedly, the patient was knocked down and hurt his shoulder.

Event description:
The end-user's wife reported to the dealer that the back of the concentrator blew apart. She stated she saw flames coming from inside concentrator. Allegedly, the patient was knocked down and hurt his shoulder.

Manufacturer narrative:
The evaluation of the concentrator was completed on (B)(6)2020. Due to the damage observed in the visual observations the concentrator was not functionally tested. It was observed that there was darkened tubing from the sieve beds to the pe valve and darkened tubing from the left sieve bed. Deformation of the darkened tubing allowed sieve material to escape into the system, which likely contributed to the damages observed on the product tank, sound box and front cabinet. These evaluation findings provide additional evidence that the product tank experienced an over-pressurization event.